Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for an atrial lead replacement procedure. The atrial lead was found to be dislodged. The lead was explanted and replaced on (B)(6) 2017. Patient was stable before, during and after the procedure.